Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor (B)(6) showing error messages and unknown numbers was not confirmed. The system monitor was not returned for analysis, and no files were associated with the event. The system monitor was said to have corrected itself after turning off and on and will be returned if further issues arise. No further issues have been reported. The root cause of the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The heartmate 3 instructions for use (IFU) (rev. C, section 4 ¿system monitor¿) instructs users how to properly set up and use the system monitor. The heartmate 3 IFU (rev. C, section 4 ¿system monitor¿) recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was displaying error messages and unknown numbers. There was no adverse impact to the patient. The system monitor was turned off and back on. The system monitor corrected itself and there were no additional issues. The product remained in use.